Manufacturer narrative:
(B)(4). Device evaluation: it was reported that the guide wire could not be withdrawn was confirmed. Returned was one guide wire inserted through a 12 fr x 20 cm catheter. Visual examination revealed that the j-end of the guide wire was protruding 27 cm from the distal end of the catheter and had a severe kink at the point where it exited the catheter tip. The straight end of the guide wire was protruding 12 cm from the end of the extension line hub. Kinks were observed at 3 and 6 cm from the proximal weld. Functional testing confirmed both welds and the core wire were intact. The guide wire was removed from the catheter. The guide wire graphic specifies the length at 683 +/-5 mm and the outside diameter at .838/.877 mm. The length and outer diameter of the guide wire met graphic specifications. The catheter showed evidence of use but no defects were observed. A gage wire was inserted through the distal lumen without resistance indicating that the guide wire provided with the kit would pass freely through the catheter. A device history record review was performed and did not reveal any manufacturing related issues. Since it appears that the difficulty removing the guide wire resulted from kinks in the guide wire that occurred during the procedure, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after advancing the catheter in general medicine, the guidewire could not be withdrawn. As a result, both the catheter and guidewire were simultaneously removed. It was at that time that the guidewire was found kinked. A new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.